Event description:
Reporter alleged obtaining a discrepant blood glucose result of 327 mg/dl back to back with a result of 99 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter also alleged a possible labeling discrepancy of which the specific info was not able to be obtained. No actions were reported taken, or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.